Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, main drawer 5.2 was failed and not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, main drawer 5.2 was failed and not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the main drawer had failed and was not detected on the bus. A field service engineer (fse) checked the station and found a damaged drawer rail. A replacement was arranged. The station was shut down, the slide rails were repaired, the retractor band was replaced, and the fuse was replaced. Diagnostics were run and passed successfully. The pharmacy was able to recover the drawer without any issues. The system functioned as intended after the field service engineer repaired the device.